Manufacturer narrative:
The t:slim pump user guide states: the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a severe low blood glucose level when they first began pump therapy; however, no specific level was provided. Contact stated that it was likely caused by the customer using apidra insulin, and indicated that the customer switched to novolog insulin. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.